Manufacturer narrative:
The device was received by nuvasive and the complaint was confirmed. Review of the returned device found it was fractured at the inserter connection feature with two pieces of peek separated from the main body. Review of engineering testing and similar device reports suggest the breakage may occur due to off-axis forces that promote twisting of the implant to maximize distraction of the disc space in an attempt to restore proper spacing of the vertebral bodies, off-axis impact with the mallet, micro motion at the implant / inserter interface if the implant cage is not fully threaded or over tightened onto the inserter. Root cause is considered to be related to technique, which can be the consequence anatomical characteristics of the patient. Manufacturing review: review of the device history record notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." "Compatibility: all implants should be used only with the appropriately designated instrument (reference surgical technique)¿" "pre-operative warnings: 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "Method of use: please refer to the surgical technique for this device..." "Handling of the sterile implant: open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used..." "Information: to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..." 9402012-en new or updated information found on sections b4, g3, g6, h2, h3, h6, and h10.

Event description:
New and updated information listed on h10.

Manufacturer narrative:
The device has been received and is pending evaluation. A supplemental report will be filed upon completion of the investigation or if any additional, relevant information becomes available.

Event description:
It was reported the interbody cage fractured during insertion. Proper technique was reportedly utilized. No pieces remained in the patient and there was no reported adverse impact to patient, user, or procedure. No additional information is available.